Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2018 that this patient died one-day following the implant of this cardiac resynchronization therapy pacemaker system. There were no allegations of device malfunction and no allegations that the implant procedure caused or contributed to the patient¿s death. Additional information from the representative was received on (B)(6) 2018. Prior to the implant procedure, the patient's medical history was significant for an ejection fraction of 5 percent and coronary artery disease at a very advanced age. There was no device malfunction at any point during or post-implant. Boston scientific became aware that the patient died the following morning as the patient was scheduled for a routine post-implant device check with the field clinical associate. The representative does not believe the device was explanted post-mortem. Boston scientific received information from the field clinical associate in (B)(6) 2018. The field clinical associate confirmed going down to the hospital unit for a post-implant device check. The field clinical associate was informed by the hospital nurse that the patient had died. Based on the discussion with the hospital nurse, it was the field clinical associate's understanding that the cause of death was patient condition-related. The representative spoke with the physician on (B)(6) 2018 who reported that the procedure may have contributed to the patient's death. The local representative confirmed that the cause of death was reported as cardiac arrest. According to the physician, the patient had multiple co-morbidities. The patient was extremely ill going into the procedure. The physician commented that the patient prognosis was very grave and the patient most likely would have died as a result of pre-existing co-morbidities in the very near future. However, the physician could not rule out the possibility that the implant procedure may have contributed to the patient's death.